Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The product support engineer (pse) also advised the customer to swap the user interface (ui) assembly with another unit for troubleshooting. The customer was provided a part number to replaced the power switch overlay and the power management (pm) printed circuit board assembly (pcba) only. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a vent check alarm light emitting diode (led) failure. The ventilator was not in use on a patient at the time of the event occurred. There was no patient involvement.